Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This event is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Patient anatomy included a posterior (p) leaflet prolapse flail at the p2 leaflet segment, with a flail gap of about 15 mm. One clip was implanted without issue. A second clip was implanted; however, the clip detached from the anterior leaflet, but remained attached to the posterior leaflet (slda). A third clip was implanted between the two clips, to stabilize the detached clip. Mr was reduced from grade 4 to grade 1. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (posterior leaflet prolapse flail at the posterior 2 (p2) leaflet segment, with a flail gap of about 15 mm). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.